Manufacturer narrative:
The device evaluation was completed on 07-nov-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with the guide wire occurred. It was reported by the biosense webster inc. (Bwi) representative that the guide wire for the vizigo sheath appeared to come out the side of the sheath on fluro and the tip appeared to be damaged. The bwi representative also stated that the introducer for the smarttouch catheter got stuck in the valve. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The tip of the vizigo sheath was observed without a problem. The dilator was inserted into the sheath and no obstruction or resistance issues were observed. An introducer was used with a sample smart touch catheter and no obstruction was felt. No problem with the valve was identified. A device history review was performed for the finished device 00002254 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002254 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with the guide wire occurred. It was reported by the biosense webster inc. (Bwi) representative that the guide wire for the vizigo sheath appeared to come out the side of the sheath on fluro and the tip appeared to be damaged. The bwi representative also stated that the introducer for the smarttouch catheter got stuck in the valve.